Event description:
Consumer complaint of blood results reading "hi". Expected blood glucose is 120mg/dl. The customer's spouse confirms the container of test strips were opened today, (B)(6) 2014. The customer stores the strips in the bathroom. Reviewed the last 5 blood results in the meter memory: hi, on (B)(6) 2014 at 10:26 pm hi, on (B)(6) 2014 at 10:20 pm hi, on (B)(6) 2014 at 10:14 pm hi, on (B)(6) 2014 at 10:10 pm 260mg/dl on (B)(6) 2014 at 5:20 pm. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user has high glucose value. Product codes updated.

Event description:
Consumer complaint of blood results reading "hi." Expected blood glucose is 120mg/dl. The customer's spouse confirms the container of test strips were opened today, (B)(6) 2014. The customer stores the strips in the bathroom. Reviewed the last 5 blood results in the meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.